Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limit (apl) valve was replaced to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limit (apl) valve was replaced to resolve the reported issue.

Event description:
The hospital reported a malfunction of the adjustable pressure limit valve preventing the release of pressure and preventing manual ventilation.